Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0218262932, implanted:(B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2,000.0 mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported the patient suddenly lost consciousness when their parent took them in their arms. The event date was reported to be (B)(6) 2021 the patient did not recover and was transferred to the hospital. The patient showed liquid accumulation in the pocket surrounding the pump upon their arrival at the hospital. Midazolam was given. A catheter dye study was performed on (B)(6) 2021; no leakage or obstruction was observed, and the dye went well into the catheter up to the tip. Nothing was suspected with the spinal segment. As there was presence of liquid in the pocket, the surgeon wanted to check the catheter connection. They first rotated the connector 90 degrees to the right and left and tugged on the connector; it looked well attached. The surgeon decided to disconnect the catheter from the pump to make sure the connection was good, but they had unusual difficulty and could not disconnect it easily. It was stated the silicone shield separated from the metal. The surgeon was finally able to disconnect it, but the connector was broken by having to pull very hard using rubber-tapped snaps while squeezing the connector on the oval marks. The pump segment was revised on (B)(6) 2021 and would be returned. It was unknown if the issue was resolved. The patient status was unknown. Regarding contributing factors, "nothing in particular" was reported. The patient¿s age was (B)(6). Additional information was received from a healthcare provider via a company representative on 2021-aug-27. The patient was doing well. The patient¿s weight was (B)(6). On 2021-aug-30 additional information was received via a company representative. The liquid that was observed in the pocket was determined to be cerebrospinal fluid. Additional information was received via a company representative on 2021-sep-02. The lot number of the catheter that was explanted / associated with the event was clarified. The catheter was being sent to the manufacture.